Manufacturer narrative:
Doi: (B)(6) 2008 - dor: (B)(6) 2012 (right hip). Update 04/18/2013 litigation alleged the asr hip was explanted due to pain, disability and injuries relating to excessive levels of chromium and cobalt. There is no new information that changes the outcome of this investigation. *pt is a resident of the state of (B)(6). **update** 04/03/2013 - patient's revision operative records were received. Records indicate upon revision a lot of fluid was found in the hip joint along with reactive tissue and metallosis. Corrosion was found at the base of the morse taper, and the cup was found to only be fibrous ingrown. The stem and sleeve were added to the complaint and the complaint was re-opened. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2013 - patients revision operative records were received. Records indicate upon revision a lot of fluid was found in the hip joint along with reactive tissue and metallosis. Corrosion was found at the base of the morse taper, and the cup was found to only be fibrous ingrown. The stem and sleeve were added to the complaint and the complaint was re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.